Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/22/2019. The customer was advised by product support engineer on replacement parts[ power switch overlay] and repair.

Event description:
Caller reports that the unit showing check vent alarm led failure. There was no patient involvement.